Event description:
According to initial reports, surgeon calling with inr questions reported thrombosis in patient. This investigation is relegated to on-x unknown configuration and unknown serial number for thrombosis.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
According to initial reports, surgeon calling with inr questions reported thrombosis in patient. This investigation is relegated to on-x unknown configuration and unknown serial number for thrombosis. A review of manufacturing records could not be performed as a definitive serial number and date of surgery were not provided by the complainant. A review of the available information was performed. On (B)(6)2024 an artivion sales representative requested the artivion director ¿ heart valve technology speak with a surgeon, as she had questions regarding the inr target ranges. During the conversation she inquired about inr target ranges for double valve implants (aortic and mitral) and she was informed that the inr recommendations for a dvr (double valve replacement) are 2.5-3.5. She then asked about the low inr indication for the on-x mitral valve, and she was informed that we closed the study without FDA approval and therefore we recommend and inr range similar to other mechanical mitral valves of 2.5-3.5 and clarified that we did not study dvr patients with lower anticoagulation. During the conversation the surgeon stated that one of the valves was thrombosed, however it was not recorded if it was the aortic or mitral valve that experienced the thrombosis and no information regarding medical history or anticoagulation levels and history were provided. Thrombosis is a rare but known potential complication of prosthetic valve replacement occurring at a historical rate of 0.2% per patient-year for mechanical mitral heart valves and 0.1% per patient-yar for mechanical aortic valves [iso 5840-2:2021 (e)]. It is recognized as a potential adverse event for the on-x valve along with the potential for reoperation and explantation [IFU]. The definitive root cause of the thrombosis cannot be determined due to the limited information provided and it is unknown what contribution the valves had, if any, to the finding of thrombosis. No further action is required without further information. The reported events will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. A complaint and recall query could not be performed as the serial number is unknown. Based on the available information, a definitive root cause for this event cannot be determined. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.